Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow just after use. Per additional information received on (B)(6) 2018 from (B)(4), there was no visible urine at first. The inlet tube was squeezed, and urine flowed into the drainage bag.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the bag noted one used meter bag was returned. No obvious defects were noted. The bag was filled with a methylene blue and water solution through the inlet tubing and the bag was able to be filled. The bag was then allowed to drain through both the meter and the outlet tubing, and were both able to drain as intended. No blockages were noted in the outlet tubing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿6) do not aspirate urine through drainage funnel. 7)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 8)when urinary flow cannot be noted, confirmed that the catheter is neither occluded nor broken." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow just after use. Per additional information received on 8/8/2018 from ibc, there was no visible urine at first. The inlet tube was squeezed, and urine flowed into the drainage bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no urine flow just after use. Per additional information received on 8/8/2018 from ibc, there was no visible urine at first. The inlet tube was squeezed, and urine flowed into the drainage bag.